Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient¿s healthcare provider reported that the patient¿s pump was ¿very flipped¿; that it was pretty much on its side; that when they access it, they have to push it over. They further stated that it was ¿very difficult¿ to fill; that they were not able to access it themselves; that a more experienced nurse was able to access it after a couple of attempts. The medication used within the system was dilaudid or morphine. The patient was to have an x-ray. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. The indication for use was spinal pain. The concentration and lot number of the medication were unknown. The pump was positioned at a 90 degree angle, and the patient was denied an MRI due to this. The pump was not causing the patient pain. The pump positioning had gotten worse over time. The health care provider (hcp) was aware of the position of the pump but was not concerned about it. The cause of the issue was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.